Event description:
According to the reporter: endostitch needle disengaged from the device when it shouldn't have during knot tying. There were no other specific dates or incidents reported prior to this one we have been made aware of, nor is there an accurate count of how many times this actually occurred prior to this incident. Should have been clearer in my description. No additional information will be provided by the account.

Manufacturer narrative:
(B)(4). Reference (B)(4) for original complaint. (B)(4) opened to capture multiple instances.